Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nurse in a fess procedure, contacted tech support to report the tip of the 1 mm drill bit broke off while using in the patient. They inquired whether it would show up on x-ray or not. The call was terminated before any additional information was received. Multiple attempts have been made to gather additional information; however, nothing further has been provided. There was no report of patient injury.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.